Event description:
Pain at site of implant was reported on (B)(6), 2011. Patient had an appointment with health care professional on (B)(6), 2011. On (B)(6), 2011, patient reported a lack of therapeutic effect after a recent fall on (B)(6) 2011. Patient was directed to see her health care professional. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).